Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system used outside of a procedure. It was reported that while setting up for a case the clinical specialist (cs) was unable to get the applications to launch on the system. The mouse would move but when she tried to click on the application nothing happened. The mouse would highlight bit nothing would launch. A hard reboot did not resolve the issue. She then booted the system down completely for three minutes and was able to access the application and the mouse and touch screen were working. Technical services had her shut down again from the software and power back on the system to confirm it would work. They were able to login to the software with no issue and proceed with the upcoming case. There was no patient present at the time of the event.

Manufacturer narrative:
D10/h2/h3/h6: logs were received. Software analysis determined that the logs provided insufficient information to determine the root cause of the reported behavior. Fdm and fdr codes 10 and 213 are applicable. Previously submitted fdc code 4315 is also applicable. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Continuation of concomitant medical products: section 'device' information references the main component of the system. Other relevant device(s) are: product ID: 9733467, software version #: 2.3. This product has not been returned to medtronic for analysis. Previously reported codes are applicable. If information is provided in the future, a supplemental report will be issued.